Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-nov-2010; product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-nov-2010. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2008, information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implant able neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that on (B)(6) 2008, the patient¿s doctor at (B)(6) surgery center attempted to revise 2 leads on the patient. Both of their leads revealed impedances greater than 3600 ohms on all electrodes and they reported getting ¿shocked¿. The patient was advised to keep stimulation off until it could be revised. It wasn¿t known who or when the patient was seen for the ¿shocking¿ and overstimulation issue, the rep stated that they just heard about it on (B)(6) 2008. The medical doctor was unsuccessful in replacing the leads so they would refer the patient to a surgeon for a 5-6-5 (paddle) lead to be placed. They left their ins in place and just removed the leads. The leads would not be sent in. On 2022-04-04, additional information was received from a healthcare provider (hcp) reporting that they had a note indicating that the patient's "implant fractured" in 2007 so a paddle lead was placed. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller did not have any other details. Tss reviewed registration information.